Event description:
This device was later explanted due to an upgrade to a heart failure device.

Event description:
Boston scientific crm received information that this patient experienced a syncopal episode and the patient's device was interrogated. Upon interrogation, the threshold measurements were 1.8 volts and the device outputs were set appropriately at 4.0 volts. There were 35 episodes of ventricular tachycardia (vt) stored in the device memory that the field representative suspected may have been loss of capture. The episodes correlated with the patient's symptoms. The issue will be discussed with the physician for a final care plan. To date, no further adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at boston scientific crm reliability assurance laboratory, the device was thoroughly inspected and analyzed. Normal interrogation was observed on the zoom programmer. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing and sensing functions of the device. The device performed normally throughout all tests.